Event description:
On (B)(6) 2012, the lay user/reporter, the patient's wife, contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings. On (B)(4) 2012, the sr. Medical surveillance specialist spoke with the reporter to obtain and verify information. On (B)(6) 2012 at 8:00 am, the patient experienced the symptoms of sweating, confusion, slurred speech and inability to stand. While symptomatic, the patient obtained the blood glucose reading of 165 mg/dl on the reported meter. The patient's wife treated him with orange juice, and he felt better afterwards. At an unspecified time greater than 30 minutes later, the patient went to the physician's office, where his blood glucose level was tested on another meter to be 101 mg/dl. The patient noted he becomes hypoglycemic when his blood glucose level becomes 100 mg/dl or lower. The patient had taken insulin based on a meter reading prior to the onset of symptoms on the day of this event, however he was unable to provide that reading. The patient has been given cortisone steroid injections for back and neck pain since 1999. The patient manages his diabetes with novolog insulin taken on a sliding scale based on meter readings. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on a meter reading, and received treatment with juice. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the retain test strips were tested and they passed testing with no faults found.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Gender: male.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The error could not be reproduced. The test strips were found to have results outside the control range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.